Manufacturer narrative:
The product has been returned to masimo for evaluation. When the investigation is complete, a follow up report will be submitted.

Event description:
It was reported that the device suddenly powered off by itself without an alarm. When a nurse was at the pt's bedside, the device powered off. Then, the nurse just rebooted the device. No known impact or consequence to pt.